Event description:
It was reported that the insulin pump alarmed no delivery. The customer's son stated that the customer was not available because he was in the hospital due to difficulty breathing. Troubleshooting could not be performed as a result. He stated that the customer was wearing the insulin pump at the time of hospitalization, but the doctors instructed him to disconnect from the device. The caller did not know whether a low or high blood glucose event contributed to the respiratory issue. He did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.